Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge was "torn out" from the pump while the customer was sleeping. Customer was subsequently hospitalized for elevated blood glucose (843 mg/dl) and diabetic ketoacidosis. Customer was treated with intravenous insulin. Customer was discharged (B)(6) 2019 with the issue resolved. During system check with tandem technical support, customer reported an occlusion alarm in the pump history. Root cause for the occlusion alarm could not be determined.